Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate staphylococcus aureus was misidentified as corynebacterium jeikeium. The user noted that the isolate was gram positive cocci, catalase positive, and latex positive. No health impact or consequence reported. Report 2 of 4.

Manufacturer narrative:
Additional information was provided by the user stating different material information, therefore new complaints and MFR reports were submitted. The previous MFR report #1119779-2025-00304 should be considered cancelled.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate staphylococcus aureus was misidentified as corynebacterium jeikeium. The user noted that the isolate was gram positive cocci, catalase positive, and latex positive. No health impact or consequence reported. Report 2 of 4.